Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing episodes were observed due to intermittent noise. The electrical parameters were normal. No further information is available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that programming changes were made for non-sustained rv oversensing episodes that were observed on (B)(6) 2016. The lead also exhibited low pacing lead impedance. The patient will continue to be monitored.